Event description:
It was reported that the insertion of the iab in the operating room was uneventful, except there was some difficulty in removing the guide wire. During surgery, the pump alarmed "gas loss". The perfusionist turned the volume down to quiet the alarms. Later, blood was noted in the gas tubing, and the iab was removed. Four hours later, the pt went into full cardiac arrest and expired. The cause of death is not being attributed to the problem with the iab.